Manufacturer narrative:
H3: the device 97755 recharger (rtm), serial number (B)(6) was returned for product analysis. Analysis found that there was a el ectrical failure with the recharger antenna and a "no device found" message was seen. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they were trying to charge their implant and the controller was at 70% and the implant was at 30%. Patient stated that when they plugged the recharger into the controller, the edge of the paddle was getting warm and the relay box was getting extremely hot. Patient said that they let the controller run dead completely and then tried to charge the implant again, but the implant wouldn't charge. Patient mentioned that the controller told them it was dead when they attached the controller when they knew it was at 70%. Patient confirmed that there was no damage to the equipment. When asked for a managing healthcare provider (hcp); patient mentioned they don't see a doctor anymore and haven't seen one since they were implanted and had the implant redone but that they spoke to a manufacturer representa tive (rep) back then. Patient followed up saying they don't remember when they had the implant redone but it was about 4 years ago; see previous case for report. See pe (B)(4). The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.